Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 0.7, lab: 1.6.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 0.7, reference: 1.6, mean: 1.15, confidence limits: 1.0-1.5. Analysis of the customer's data revealed that inratio and reference test result comparison did not meet accuracy criteria. Customer also reported that sample had to be milked to get the amount of blood out. According to user guide, this is considered improper sampling technique and could have contributed to unexpected inr results. Milking the finger may cause contamination with interstitial fluids. No product was expected to be returned and no strip info was available. No further investigation will be pursued. Complaint issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency ws established.